Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, after insertion of the force bipolar instrument into the cannula, it was noted that the wrist of the instrument had an odd angle to it. When trying to remove the instrument from the cannula, it became stuck. The customer had to extend the incision around the cannula in order to remove the cannula and the instrument stuck in the cannula. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged at the distal clevis and appearing loose, causing the grip tips not to open and close correctly. A loop of the wire was found to be protruding above the outer surface of the distal clevis. The wire insulation was not damaged, and the instrument passed the electrical continuity test. The conductor wire was not exposed. Components adjacent to the dislodged wire did not show damage.

Event description:
Refer to h11 for follow-up information.